Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the anvil dislodged on both tsb45 instruments after the first firing (no problem with stapling or cutting). Another device was used to complete the case. There was no consequence to the patient.